Manufacturer narrative:
Concomitant medical product: product ID: dtba1d1 ICD implanted: (B)(6) 2015. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds and possible fracture on the left ventricular (lv) lead. The lead was explanted and replaced. During the lv lead extraction, the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.